Event description:
The caller reported an issue with the insulin pump gauge displaying a different amount than expected, which was confirmed as a fill estimate problem. The caller completed necessary steps, including removing air from the cartridge and using room temperature insulin. Initially, the displayed fill estimate had a significant discrepancy from the expected value, but after assistance from customer technical support, the caller reloaded the same cartridge and delivered a 10.2 unit bolus, resolving the issue. There was no reported impact to the customer's blood glucose level.